Event description:
It was reported that the user experienced a high glucose event while an alert 38 occurred, followed by a persistent high glucose display on the pump and app; fingerstick values were 349 mg/dl initially and then 329 mg/dl, indicating a downward trend, and occlusion or alert 38 alarms subsequently ceased after troubleshooting and education were completed. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no disability, and no intervention beyond home management and guided self-monitoring. Investigation included remote troubleshooting with verification of cgm and fingerstick readings and confirmation that alerts resolved. Investigation of this case revealed no persistent device malfunction and no confirmed occlusion, with glucose levels trending down following guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.